Event description:
During a follow-up call the peritoneal dialysis nurse reported the patient was hospitalized for contamination peritonitis. The following is from the medical records provided by the patient's treatment facility. The patient presented to the emergency room via emergency medical services (ems). The patient had noted increased fibrin for the past four days and cloudiness in her effluent for one day. She was febrile and had abdominal pain the day of admission. She was diagnosed with e coli bacteremia and peritonitis. Treated with ceftriaxone and changed to cefpodoxime at discharge. She was discharged on (B)(6) 2014.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation. Related MDR: 1224850-2014-00005.